Event description:
Customer reports the eyetracker does not detect a video signal. No pt harm reported and no add'l info was provided.

Manufacturer narrative:
During the onsite investigation, the service tech replaced the monitor. Root cause was determined to be a faulty monitor. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).